Manufacturer narrative:
Correction b5. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the allegation of the suction channel being clogged by a broken brush head and used at a previous reprocessing was confirmed. The event can be prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had a broken brush head that was clogged in the suction tube. The issue was found during preparation for use for a diagnostic gastroscope procedure. The procedure was complete using a similar device and there were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope suction tube was clogged by the brush head. The was found at preparation for use for diagnostic gastroscope procedure. The procedure was complete using a similar device and no reports of patient harm.